Manufacturer narrative:
The insulin pump was received stuck in critical pump error (open book image) and unable to download due to severe corrosion on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. No bubbles on screen noted during visual inspection. The pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, severe corrosion on force sensor assembly and severe corrosion on motor home switch.

Event description:
The customer reported via phone call that they experienced priming anomaly and exposure to moisture. The customer's blood glucose value was unknown. The customer reported bubbles on the film screen. The customer reported fluid under the lcd display. The customer did not report cracks or damage. The product was returned for analysis.